Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. This finding was expected because the device was explanted due to an extrusion of the device through the skin. Reportedly the issue occurred most likely due to a too strong magnet in combination with a thin skin flap. The recipient was re-implanted, and the wound is healing well. This is a final report.

Event description:
Reportedly the user had recurrent skin flap issues since the day of implantation. A revision procedure was completed on (B)(6) 2019 - the place of the implant housing was changed, and granulation tissue cleaned up. At switch on after revision on (B)(6) 2019 the skin was intact, and the user began to wear the audio processor with a 1 magnet worn on top of a sport band to further reduce magnet strength. On (B)(6) 2019 the user's skin had started to break up again. The user was given a 14-day course of antibiotics, but this treatment was ineffective. At switch on and after revision the child's skin was intact above housing but later became necrosed again. The skin flap issue was noticed a few weeks after implantation for the first time. There are no known wound healing disorders or any medical history for propensity to these kinds of problems. Reportedly, the doctor who performed the initial surgery as well as the revision surgery suggested that three factors had contributed to the necrosis: use of a too strong magnet; curvature of skull and thinness of child_s skull and skin. During implantation surgery of the contralateral right side on (B)(6) 2019 the implant on the affected left side was explanted due to device extrusion.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had recurrent skin flap issues since the day of implantation. A revision procedure was completed on (B)(6) 2019, the place of the implant housing was changed and granulation tissue cleaned up. At switch on after revision on (B)(6) 2019 the skin was intact and the user began to wear the audio processor with a 1 magnet worn on top of a sport band to further reduce magnet strength. On (B)(6) 2019 the user's skin had started to break up again. The user was given a 14 day course of antibiotics but this treatment was ineffective. During implantation surgery of the opposite ear (right side) on (B)(6) 2019 the implant on the affected left side was explanted. At switch on and after revision the childs skin was intact above housing but later became necrosed again. The skin flap issue was noticed a few weeks after implantation for the first time. Reportedly, the doctor who performed the initial surgery as well as the revision surgery suggested that three factors had contributed to the necrosis: use of a too strong magnet; curvature of skull and thinness of childs skull and skin.